Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net on (B)(6) 2019. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator exhibited an episode of noise over-sensing on (B)(6) 2018. It was suspected that the episode may be due to myopotential over-sensing. The patient was brought in to the clinic on (B)(6) and performed isometric testing. Noise was not reproducible during the test. The device was reprogrammed. No symptoms were reported.